Event description:
Health care professional (hcp) reported patient was injected with 1 ml of juvéderm® volift¿ with lidocaine into ck3, ck4 and malar area with additional 3 ml of juvéderm® voluma¿ with lidocaine into ck1, ck3, and ck4. Approximately eight months later, patient experienced a lump in the eyebags that is inflamed, malar hardening, pain when touching and edema. Patient was treated with ciprofloxacin 500mg for 10 days and zamene 30mg. This is the same event and the same patient reported under MDR ID# 3005113652-2022-00459 (allergan complaint #pr (B)(4) , and MDR ID# 3005113652-2022-00490 (allergan complaint # (B)(4). This MDR is being submitted for the first suspect product, juvéderm® volift¿ with lidocaine.

Manufacturer narrative:
(B)(4). Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Additional information reported treatment has been changed to zamene 30mg per day for 7 days. Patient presented with a prominence on the right zygomatic arch, asyntomatic and that seems integrated but deforming. Symptoms noted to be clear improvement.